Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The air flow measured 132.63 liters per minute (lpm) when set to 120 lpm. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 20feb2019. MFR site: correction. The field service engineer (fse) replaced the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 17may2019. Failure analysis revealed that the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 component combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause of the failure was determined to be fault in u1 component of the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.